Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the superficial femoral artery to popliteal artery. A 3.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilation. However, during the first inflation at 10 atmospheres, the balloon ruptured. Another 4.0x30 non-compliant balloon was advanced, but it also ruptured on the first inflation at 8 atmospheres. The procedure was then completed with a different device. No patient complications were reported.